Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple temperature alarms. The customers blood glucose (bg) level was impacted range 300-400 mg/dl with moderate size ketones present. The customer would deliver manual injections and drank water to stabilize bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
Correction: it was reported by the contact that the customer received multiple altitude alarms (not temperature alarms).